Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to a flattened act button dome switch. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and a torn keypad overlay.

Event description:
It was reported that the insulin pump alarmed had an unresponsive button. The customer's blood glucose was unknown. Nothing further was reported.